Manufacturer narrative:
Additional contact information: (B)(6).

Event description:
Information was received indicating that on four patients the pump exhibited a no disposable alarm mid infusion when a smiths medical, cadd medication cassette was being used. Per reporter pump settings were unavailable. No adverse patient effects were reported. Per reporter, no additional information is available at this time.